Event description:
It was reported, the patient experiences soreness, tenderness, and discomfort at the ipg site. It was also reported, the patient experiences a burning sensation and tingling at the ipg site whether stimulation is on or off.

Manufacturer narrative:
Correction: 1627487-07262012-002-r: this ipg serial number is included in a field advisory; 1627487-07262012-001-c: this ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.